Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door guide brackets were replaced. The imaging system then passed the system checkout and was found to be fully functional. The door guide was returned to medtronic but was not analyzed at the time of filing. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry is not opening. No patient is present.